Manufacturer narrative:
(B)(4). The DHR for the instruments in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the teleflex medical, (B)(4) facility as part of a 50pc. Lot in june of 2012. The returned instrument was evaluated and found that the jaws are aligned properly with each other upon closure. It was noted during the evaluation that the knob/tube rotation mechanisms and trigger mechanism were dry and sluggish. Further evaluation showed that this instrument picks up, retains, closes and releases clips as required of its function both with and without the use of silastic test tubing. We are unable to validate the alleged complaint since we are unable to replicate the alleged issue. Parts were 100% visually inspected and tested at the teleflex medical (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time, it is un-determined what caused the alleged issue, but it is suspected that other remarks: the customer did not "lubricate" the instrument prior to sterilization as recommended in IFU (l03499 r04) supplied with the instrument which states "lubrication is essential every time instruments are processed. Do not use mineral oil, petroleum or silicone-based products. Use a non-silicone, water-based lubricant prior to sterilization such as weck lube (catalog #8501500 or equivalent)". No corrective action required at this time.

Event description:
When the user tried to ligate the vessel tape using the applier, the clip broke and could not be secured. No pieces fell into the patient's body. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When the user tried to ligate the vessel tape using the applier, the clip broke and could not be secured. No pieces fell into the patient's body. The patient's condition was reported as fine.